Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device never helped with their pain and there was no efficacy. They stated that their therapy did not work because their nerves got used to the stimulation. They mentioned their tens unit never worked for them because of the same reason. The patient's device was explanted. The patient was implanted for non- malignant pain, failed back surgery syndrome, and post lumbar laminectomy syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.